Manufacturer narrative:
This report is for unknown quantity of unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown locking screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: xiang m et al (2017). A comparison study of philos plate and multiloc nail in treatment of proximal humerus fractures. Chinese journal of orthopaedics. Volume 37. Number 21. Pages 1333-1341 (china). This study aims to compare the curative effect of anatomical locking steel plate and straight multiloc intramedullary nail and to evaluate the complications, clinical treatment advantage and relevant indications of straight intramedullary nail treatment. Between february 2013 to december 2015, 37 patients with proximal humerus fracture who underwent fixation, were included in the study. Patients were divided into philos steel plate group and multiloc intramedullary nail group. The steel plate group has 18 patients, among them are 10 males and 8 females with an average age of 56.+/- 7.4 years old; they were implanted with an unknown synthes proximal humeral philos plate. The intramedullary nail group has 19 patients, among them are 8 males and 11 females with an average age of 57.2 +/- 7.4 years old; they were implanted with an unknown synthes 8.0mm or 9.5mm multiloc humeral intramedullary nail. An unknown ethicon 2 inch and 5 inch ethibond and an unknown mitek 2 inch and 5 inch orthoband were used to suture the rotator cuff tendon. Patients were followed up and reexamined regularly to evaluate the clinical and radiological results. Visual analogue scale (vas) was used to evaluate the pain. This scale has scores range from 1 to 10, among them 0 indicates painless, and 10 indicates sharp pain that cannot be tolerated. The american shoulder and elbow surgeons (ases) score was used to evaluate the shoulder joint function. This evaluation is consisted of two parts: pain (50%) and vital function (50%), the full score will be 100 and higher score means better shoulder joint function. The constant-murley score was used to evaluate the shoulder joint function. This evaluation system is consisted of pain (15 scores) , muscle strength(25 scores), functional activities (20 scores) and shoulder joint mobility (40 scores) quantization table, the full score is 100 and the higher the score is, the better the function will be. The follow-up time was 12-36 months for the philos steel plate group with an average of 16.9 months while 12-20 months for the intramedullary nail group an average of 14.15 months. Complications were reported as follows: (philos plate group): 6 patients had mild pain that were relieved after orally taking celecoxib. 1 patient had partial humeral head necrosis at 1 year post-op. General vas score average of 0.4+/-0.6 (range, 0 to 2). General ases score average of 85.4 +/- 6.8 (range, 73 to 96). General constant-murley score average 83.4+/- 7.3 (range, 71 to 94). (Multiloc nail group): 3 patients had mild pain that were relieved after orally taking celecoxib. 1 patient had greater tuberosity absorption. General vas score average of 0.2 +/- 0.4 (range, 0 to 1). General ases score average of 89.7+/- 5.6 (range, (80 to 98). General constant-murley score average 88.5 +/- 6.8 (range, 76 to 98). This report is for unknown quantity of unknown locking screws. This is report 2 of 3 for (B)(4).